Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to a backlight issue connector on main printed circuit board (pcb). It was also noted that the atrial port on an (epg) was pushed inwards. Output connector nut was missing, the output connector assembly was broken. The hanger assembly was broken. A capacitor on the main pcb was damaged. The lower case is broken. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.